Event description:
On (B)(6) 2013, our affiliate in the (B)(6) reported a patient who was hospitalized with pain, "uveitis inducta" and a corneal ulcer. The patient received treatment on (B)(6) 2013 and from (B)(6) 2013. The medical worksheet states: 2 week replacement schedule. Patient diagnosed with a corneal ulcer od (B)(6) 2013 after onset of symptoms the day before. The patient was hospitalized with "massive induced uveitis." The patient was treated with vigamox q2h, kanmycin-pos q2h, ophthalmo-framykoin (bacitracin zinc/neomycin sulfate) hs, cypin 250 1 tbl q 12h, atropine 3gtt. Va: at time of injury (B)(6) (20/30), va: at resolution (B)(6) (20/20). Product from the same lot has been requested. A device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No quality events associated with this lot. The lot history review indicated lot l001z7v was manufactured under normal conditions. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Conclusions: device not returned. No evaluation will be performed. No conclusions can be drawn.